Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic for a routine device follow-up, when extra-cardiac stimulation was noted on the left ventricular lead. No programming changes could be made around it. The lead was capped and replaced on (B)(6) 2018. The patient was stable post-procedure.